Event description:
It was reported that a small volume folfusor was leaking from the port end of the administration line. The leak was contained within the yellow light protective bag. This issue was further described as, ¿they can only think it is coming from the port at the end of the line as when they checked to see if there was anything obvious, they could tighten the blue cap up¿. This occurred while the pump was inside the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, h4, h6, and h11. B5: the device was filled with fluorouracil 3950mg and sodium chloride 0.9%. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.